Manufacturer narrative:
This ipg serial number is included in field advisories and a field correction. 1627487-07262012-001-c. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-07127. It was reported the pt experienced discomfort, pain and a burning sensation at the ipg implant site after recharging the device. The physician diagnosed the pain is due to the pt having kidney stones. The pt is working with his physician to determine a resolution. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.